Event description:
Dealer stated a facility reported that the zip ties attached to the pendant clips for an (B)(6) healthcare bed have a jagged sharp edge. A resident was being lifted out of her bed when her leg glided over the tie wrap and was severely cut on her leg. Resident needed 31 sutures. Facility reported that the injured party was treated, but he did not know if she was hospitalized or was back in their building. This product has been taken out of use at the facility.